Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation could not replicate the reported errors on the system during testing, but the errors were confirmed via remote fe logs pointing to set up joint (suj) and axes controller setup (acu). The universal surgical manipulator (usm) was analyzed/tested on the patient side cart (psc) fixture test platform (pftp), where it passed all tests. As a precaution, the acu board, setup fru upper (sfu) board, fiber optic cable, vertical and horizontal harness will be replaced. The proximal set-up joint (suj) was returned for failure analysis as well. The unit came in with a "non-recoverable issue" which was confirmed via remote fe (32114 error code, communication link error by acm downstream) but not replicated in house. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a pftp, where there were no communication failures. Upon physical inspection, the parallelogram fiber appeared to have sustained physical damage. As a precaution, the parallelogram fiber assembly will be replaced. The root cause of this reported issue is attributed to an electrical component failure. The complaint regarding customer getting repeated errors was confirmed based on remote fe logs, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a non-recoverable fault occurred. The patient side cart (psc) would not power down. The caller pressed the emergency power off (epo) and shut down the system. The site was in the middle of rebooting when they called technical support. The system did not complete the power on self test (post). Intuitive surgical, inc. (Isi) technical service engineer (tse) had the site hard reboot the system while checking the blue fiber cables. The system came up without errors. The site continued with the procedure. The site later contacted isi tse and reported the error occurred again. The customer was already in the process of performing another hard power cycle at the beginning of the call. The system faulted again on restart. The surgeon opted to disable universal surgical manipulator 4 (usm) and continued with the procedure. There were no reports of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault repeatedly occurred, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) field service engineer (fse) and replaced the universal surgical manipulator (usm) 4 and proximal set-up joint (suj) 4. Isi has received the parts; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.